Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. Event date is an estimation.

Event description:
It was reported that the patient was receiving the replace generator soon message. The issue was resolved by upgrading the ios and pc app on the patient programmer.